Event description:
No further information at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned product identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. The stem has also punctured the outer carton. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual evaluation of the provided photos identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. The stem has also punctured the outer carton. The reported event has been confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 110010245 lot# 65532609 g7 osseoti 4 hole shell 54mm f. Cat# 30103606 lot# 65525244 g7 vit e neutral lnr 36mm f cat# 00625006530 lot# 65746061 bone scr 6.5x30 self-tap cat# 650-0661 lot# 3114923 delta ceramic fem hd 36 0mm. Cat# 51-106170 lot# 3894730 tprlc 133 mp type1 pps so 17.0 cat# 31-323230 lot# 059300 3.2mmx30mm rnglc acet drl bit the customer has indicated that the product will not be returned to zimmer biomet for investigation its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the box was perforated by the implant, thereby making it unsterile. This was discovered during surgery when the surgeon was ready to implant. Options were discussed with the surgeon, and it was decided to use a std offset stem instead of a high offset. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.